Event description:
It was reported that using a coblator ii generator and handpiece, surgeon experienced an electrical shock and burning sensation through surgical gloves. No burns were reported. Procedure was completed with an electrocautery device with no significant delay.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Do not allow fluid to contact the end of the cable connector of the wand which mates to the controller as electric shock may occur, user should be cognizant of potential electrical stimulation of muscle tissue during coblation, do not place other cables between the connection cable component and the controller, do not allow patient contact with grounded metal objects, and monitoring electrodes should be positioned as far as possible from the surgical electrodes when hf surgical equipment and physiological monitoring equipment are used simultaneously on the same patient.